Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the recipient hit her head approximately 2 weeks ago (week 48). Hearing performance with the device has been affected.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is planned for may 2019.

Event description:
It was reported that the recipient hit her head approximately 2 weeks ago (week 48). Hearing performance with the device has been affected. Re-implantation is set for (B)(6) 2019.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The reported accident might have weakened the fixation of the implant, consequently leading to electrode mobility. Other damages found during investigation are most likely related due to explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device has been affected. Reportedly, recipient hit her head approximately 2 weeks prior. Recipient was reimplanted on (B)(6) 2019.